Event description:
Related manufacturer report number:3006705815-2023-05410; 3006705815-2023-07573. It was reported that the patient's scs leads had high impedances. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient was scheduled for a battery replacement. The ipg was inoperable. The patient had their entire scs system replaced. The leads were replaced due to high impedance. There were no complications and therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.